Manufacturer narrative:
Article citation: walker, jennifer n., et al. ¿insights into the microbiome of breast implants and periprosthetic tissue in breast implant-associated anaplastic large cell lymphoma.¿ scientific reports, vol. 9, no. 1, 2019, doi:10.1038/s41598-019-46535-8. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "double capsule and seroma". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Journal article "insights into the microbiome of breast implants and periprosthetic tissue in breast implant-associated anaplastic large cell lymphoma" table 1 reported a patient with unknown side "double capsule" and "seroma." Device status is unknown.